Manufacturer narrative:
Reliability assurance testing revealed the device failed output therapy and was unable to deliver a high energy shock. Battery status measured middle of life. Testing was unable to reconfirm the clinical charge time-out fault code. With a replacement power source the device passed return electrical tests with normal currents. Root cause for the charge time-out and failed output delivery tests was inconclusive.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to emit tones and the patient came in for evaluation. Upon device interrogation, a system fault code 5 was displayed. Fault code 5 indicated a 'charge time-out' problem. Cpi technical services suggested the ICD be immediately replaced.